Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 failed to recover the storage cubie before and after the reboot. A field service engineer recovered a storage space to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 4, failed to recover a storage cubie before and after a reboot. The customer reported a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.